Event description:
Patient had been in pain for past couple of years after having his right knee implanted. Patient was revised to competitor's devices on (B)(6) 2014. He is looking for compensation for his suffering.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. All communication related to this event will be handled by the stryker orthopaedics legal affairs department. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.